Event description:
It was reported that the pt experienced a severe csf leak during the implant surgery. After the electrode array was inserted, the cochleostomy was sealed with fascia and glue. The pt continues to be monitored by the hospital.